Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.